Event description:
The following information was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the nurse attempted to place the patient in the prone position. The bed became stuck while in the high reverse trendelenburg position. The nurse attempted to rotate the bed using the manual mode but was unable to disengage the pin lock to turn the bed manually. The patient's condition deteriorated necessitating cardiopulmonary resuscitation (CPR). CPR continued unsuccessfully for approximately 15 minutes. The patient was subsequently pronounced dead.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the manufacturers investigation.